Event description:
Pt was receiving crrt-machine alarmed "malfunction blood pump". I stopped therapy and returned to patient.I called gambro company on-cell representative to seek instructions. She recommended that the prisma machine be sent ot biomed and a new machine obtained to continue therapy on the patient, I followed these instructions.